Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and controller malfunction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's physician office that the patient went to the hospital due to their controller not working. No follow-ups for new information can be obtained as the physician's office did not provide the patient's name. The physician's office reported they would have the patient's daughter contact product support. If new information becomes available, we will supplement the report.